Manufacturer narrative:
One device was returned for analysis of complaint that the immediately after one engine revolution, an alarm sounds with error message 41622 and a red screen. (Engine sensor defective). Visual test was performed. Engine sensor will be replaced. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device shows error message 41622. The event occurred while refilling the pump. There was no patient involvement and no harm.